Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿maintaining act at or above 250 seconds will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure which triggers the ¿purge pressure high¿ alarm message could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop.¿

Event description:
The user facility reported a 77-year-old male undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. Us complainant reported the patient was on impella cp support due to having heart failure. While on support, low pump flows were noted, pump position was verified, and the team elected to replace the pump. A visible clot was noted on the impella blades during removal.

Manufacturer narrative:
The investigation into the low pump flow issue has been completed since the original report was filed. The device was not returned for investigation. Based on clinical description & data review, the root cause of the low flow was most likely biomaterial ingestion.